Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a patient had acquired a (B)(6) infection following implant. The patient was hospitalized and was given IV antibiotic. The device was explanted. There was no further report of complication.